Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient's skin was raw, itching, on her back under therapy electrodes. The patient is allergic to nickel. The patient was given prescription topical cream from a physician. Follow up indicated that skin is healed and better now.